Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error(error 1)issue. The reporter indicated that the meter emitted an error message which was unable to be cleared by replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.